Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioned properly and the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked belt clip slot.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm. Customer's blood glucose level was 565 mg/dl. Customer treated their high blood glucose via manual injections with lantus and humalog. Troubleshooting for motor error was performed. Customer advised the insulin pump was exposed to magnets from a water holder they wear on their waist. Customer advised the motor position encoder error alarm occurred as a result of the insulin pump being exposed to a magnetic field. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.